Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-14115.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-14115. It was reported both of the patient's leads had migrated. As a result, the patient underwent surgical intervention to address the issue. During the procedure, the doctor decided to explant and replace both of the patient's leads. The doctor also electively explanted and replaced the patient's ipg during the procedure.